Event description:
(B)(4). Well doc told me it would prevent pregnancies. It is permanent and could not be removed. Got it done took a few pills afterward for second use of birthcontrol method just for first few months. Then that eventually stopped. By the first year of having essure. I had been to the hospital a numerous amounts of time for pain, constant cramping, and just nauseated most of the time. Already having my mind set and knowing this is not for me at all. What is going in inside of me. Also yet never having a sycist ever, those came next on my ovaries as well. I just want the essure out and I mean whatever it takes to get it done. Im begging and pleading for any help I can get with this. Body sexually is not the same any more, also says husband. Its painful as a dont know what. I pray everyday god delivers me from this please.